Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version #: 1.2.0: h3, h6: no products have been evaluated by medtronic personnel. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that upon performing two spins, working bottom from top, when getting to t2 and about to switch sides, the navigation screen went completely black. The manufacturer representative (rep) on-site reported only the projection could be seen but everything else was black in the view. The rep reported she tried changing the views from trajectory 1 and 2, tried going back and forth in the software, to instruments, and back into navigation and issue did not resolve. The rep then logged out of the software completely, and upon logging back in, it was no longer black on the navigation screen but it was no longer accurate. The rep reported another main cart was brought in and another spin was performed for the continuation of the case. It was noted the system was turned on for three hours prior to starting the case. Technical services (ts) advised the rep to delete all patients that were no longer needed on the system. There was a less than one hour surgical delay and no impact on patient outcome.

Manufacturer narrative:
H2: please see section a for patient information h2: please see the additional codes section for f1906 which represents the site bringing in a new navigation system to complete the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. Reviewed application and system logs and identified two sessions on the incident date, both involving a spinalfusion procedure conducted on the same day. In the first session, the user workflow transitioned through multiple tasks including selectprocedure instruments acquireimages navigation, with repeated iterations between imageacquisition and navigation, and intermittent returns to instruments and selectprocedure. The second session involved only a dicom export operation. No errors related to database, rabbitmq, or opengl were observed in the logs. Archive review showed two imaging acquisition system (ias) images, each consisting of 192 slices with 0.83 mm thickness and 0.83 mm spacing. H6: b01, c19 and d15 apply to the software concomitant product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.